Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having a low voltage advisory while connected to two different power modules. Log files were sent for review. The event log file captured an odd string of low power issues on (B)(6) 2025 between 10:51:26 & 10:52:30. This appeared to be occurring mostly on the system controller white lead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via the submitted log files. The submitted log files were reviewed and captured atypical power cable disconnect, low voltage advisory, and low voltage hazard alarms on (B)(6) 2025 due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the alarm thresholds. The alarms resolved when the rsoc voltage returned to the expected range. The alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured. Multiple attempts were made to obtain additional information regarding the cause of the alarms, resolution of the alarms, details of troubleshooting steps, if any product was exchanged, and if any product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage and power cable disconnect alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.